Event description:
It was reported that the pump exhibited a motor rate error. Additional information was provided that it is unknown if the error occurred during use with a patient.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case and the bottom case were cracked, and there was a non-original equipment manufacturer (OEM) battery was found in pump. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. A combination of worm coupling, and lead screw were found old, dirty of old grease and worn out. The root cause of the issue was due to normal wear as the pump was over 11 years old. The pump will be placed in quarantine due to non-OEM battery found in the pump.